Event description:
It was reported that during the procedure the subject catheter broke during insertion into femoralis. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 product problem - corrected - no product problem depending on the event. Section h1 type of reportable event - corrected - no malfunction depending on the event. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the subject catheter broke during insertion into femoralis. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. Additional information received from customer on 12-aug-2024, clarified that subject catheter was not inside the patient when it fractured. There was no information to reasonably suggest that this type of malfunction would likely cause or contribute to a death or serious injury if the malfunction were to reoccur. Based on the information, this event no longer meets reporting criteria, and the reportability will be changed from reportable to non-reportable. The reported event was not related to a serious public health threat, patient death, unanticipated or anticipated serious injury to the patient. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.